Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified underweight and opening on posterior edge. A visual and microscopic analysis was performed which identified wear abrasion and sharp opening on posterior edge due to a surgical impact and the stress mark in the shell. A dimension measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact. The reason for reoperation was rupture, silicone migration, and lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture, silicone migration, and lymphadenopathy. The device has been explanted.